Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient was attending a fitting session at their clinic on (B)(6) 2018. During the fitting, the clinician attempted to adjust the external processor, resulting in a loss of osseointegration and fixture loss.

Manufacturer narrative:
It was reported that the patient experienced an infection prior to the loss of osseointegration and fixture loss and was subsequently treated with antibiotics (date and duration not reported). The reported adverse is associated with a returned device; however, the provided clinical information was reviewed by the manufacturer and no specific device analysis is deemed necessary at this time. Previous product examinations have not showed any relationship between a product geometrical deviation and the reported clinical complication. Additionally, there are no indications that a product failure has contributed to the reported issue. Implant loss with baha implants can occur at any time following implantation. Known reasons for implant loss include lack of adequate bone quality/quantity, trauma, infection, generalised diseases and surgical complication. The report frequency for these complications is being monitored under cbas complaint and medical device reporting data monitoring plan and the status is updated on a monthly basis. This event is added to this monitoring.